Manufacturer narrative:
Mfg. Site name - freudenberg medical. Investigation results: a visual examination of the returned resolution 360 clip device found that the device was deployed, and the clip assembly was returned with the device. The prongs were not locked into the capsule, were bent and in an open state. A kink was noted in the control wire. Based on the evaluation of the returned device, the noted failure likely occurred due to anatomical or procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and the review shows that all acceptance records demonstrate that the device was manufactured in accordance with device master record. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an endoscopic mucosal resection (emr) and esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed but remained open and fell into the patient in an open state. The clip was retrieved using a non-bsc device, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an endoscopic mucosal resection (emr) and esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed but remained open and fell into the patient in an open state. The clip was retrieved using a non-bsc device, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.